Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The investigation is only based on the hlf provided. On the date of incident, (B)(6) 2026 the pump was turned on at 14:58. A flow rate of 31ml/h and a vtbi was set. No infusion line was installed. After the vtbi value was set, the user tried to start the therapy. Due to no disposable was installed, the hint "start not possible" rose at 14:58. At 15:32 the hint "start not possible" rose again, followed by the hint "check tubing" 28 seconds later. At 15:33 the disposable "space line" was selected from the disposable menu. The therapy started at 15:33, but the pressure downstream alarm occurred. After the alarm was confirmed, the therapy started again. At 15:37 the therapy stopped and the door was opened. According to the history file, the therapy did not start, because no disposable was installed after the vtbi therapy parameters were set. The hint "start not possible" rose according to the history file. Conclusion the defect could not be confirmed. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: fluids not running for approximately hour - no alarm - reading invalid line but didn't alarm. No patient complications were reported as a result of this event.